Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts). However, customer disconnected the call. Multiple follow-up attempts were made by tandem customer technical support (cts). However, no response was received by the customer. No additional information was provided. Customers blood glucose level was 200 mg/dl.